Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that while the customer was plugging in the pump to charge it, the pump unexpectedly reset. The customer did not trust the pump and reverted to using a back-up method to manage diabetes. The customer's blood glucose level was not impacted.